Event description:
The customer reported to olympus that the evis exera iii xenon light source was making a clicking sound, and the lamp was going on and off. The event was found during preparation for use for a therapeutic procedure. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed due to unit having non-olympus bulb on 500 hours. Additional findings were as follows: front panel was cracked; top cover had dust that could not be cleaned; and the pins on the scope socket were corroded. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the information obtained from investigation result, root cause and occurrence cause could not be identified. The event can be prevented] by following the instructions for use which state: warning. Non-olympus equipment can cause instability of the automatic brightness adjustment. Average lamp life: approximately 500 hours of continuous use (with intermittent use, the lamp life may vary slightly.) Olympus will continue to monitor field performance for this device.